Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The hcp reported, the catheter had "holes" in it after the wire was pulled out. The catheter was removed and a new catheter was used. The catheter was returned to the manufacturer for analysis. The pt received baclofen via intrathecal drug delivery pump. The hcp reports there was no injury and the catheter never remained in the pt. A new catheter was used and the pt was fine following surgery.